Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy for ventricular tachycardia (vt) due to supra ventricular tachycardia (svt) classification by the onset criteria. The onset feature was programmed off. The device remains in use. No patient complications have been reported as a result of this event.